Event description:
The patient's mother called animas on april 20 alleging that the patient's blood glucose levels were elevated. She said, the patient had a blood glucose result of 583 mg/dl with trace ketones the day she called animas. The patient also had a blood glucose reading of 524 mg/dl the day prior with moderate ketones. The mother wished to have a replacement or loaner pump. The patient was at the endocrinologist's office having the pump downloaded. She says that the patient is discontinuing pump therapy and asking for another pump per the hcp's direction. The reporter mentioned that hormones could be a cause for the blood glucose elevations. She says that when the pump was downloaded the dates were mixed up. There were dates such as (B)(6) 2007, then back to (B)(6). The mother acknowledged that the date and time needed to be changed but refused to troubleshoot the pump. This complaint is being reported because, the pump date and time were incorrect and the patient reportedly suffered elevated blood glucose levels indicative of hyperglycemia.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The issue that the date and time were not corrected may have contributed to the blood glucose elevations however the reporter was unwilling to troubleshoot the pump to find possible causes.